Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9. H3, h6: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the threads of the 5.5 exp verse di set scr was striped and broken from the poly lock edge. Fragments were not received. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces like overtightening the device while assemblance; or by assembling the device in a misaligned position. Properly handling and¿attention to the approved use of the device diminishes the risk of failure. A dimensional inspection for the 5.5 exp verse di set scr was not performed due to post manufacturing damage. A functional test was not performed as the mating device was not received, however; due to the damage observed, it is not unreasonable conclude a functionality issue may be present, causing inability to assemble mating devices during the procedure. The overall complaint was confirmed as the observed condition of the 5.5 exp verse di set scr would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. There is no indication that a design or manufacturing issue has caused the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a DHR evaluation was performed for the finished device, product code: 199721000s, lot number: 431636. It was electronically reviewed and no nonconformance's / manufacturing irregularities were identified during the manufacturing process. The product was manufactured and released on: 24.06.2025. Expiry date: 31.05.2030. Manufacturing site: jabil le locle. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.

Event description:
It was reported during a scoliose surgery th3-l2, spine procedure, the device could not be inserted correctly intraoperatively, necessitating the exchange of the set-screw. The event involved the device breaking into two or more pieces, with fragments generated. Fragments were removed. There was no delay in surgery, and the procedure was successfully completed using new set screws. No patient consequences or impact were reported, and no additional medical intervention was indicated.